Manufacturer narrative:
Investigation summary: one photo of a 32g x 4mm pen needle carton was returned from an unknown lot. No., cat. No. 320179. No physical samples were received; the investigation was performed based on the photo provided. The complaint could not be confirmed and the root cause is undetermined.

Event description:
It was reported that bd ultra-fine¿ iii pen needle leaked. The following information was provided by the initial reporter: complaint is the juice of injection spills out from the body. Patient was using single needle 10 times which was creating blockage in the needle. Educated the patient about single use and also showed him the packaging which clearly mentions single use. Patient was satisfied and agreed to switch to single usage. There were no defects in our product.

Manufacturer narrative:
The manufacturing location for this product is (B)(4). This site is not registered with the FDA. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd ultra-fine¿ iii pen needle leaked. The following information was provided by the initial reporter: complaint is the juice of injection spills out from the body. Patient was using single needle 10 times which was creating blockage in the needle. Educated the patient about single use and also showed him the packaging which clearly mentions single use. Patient was satisfied and agreed to switch to single usage. There were no defects in our product.